Event description:
It was reported that the pump logs were checked and noted that the pump stalled and never recovered. Further, intermittent motorstalls without electromagnetic interference as root cause was reported. The explant of the pump was planned. The issue was reported as not resolved and the cause not determined. The patient¿s status at the time of the report was unknown and it was unknown if there were associated symptoms or complications associated with this event. This device system delivered morphine at a concentration of 40 milligrams per milliliter (mg/ml) and a dose of 45 mg per day. Further, the logs indicated from an interrogation on (B)(6) that a motor stall occurred on (B)(6) 2014 at 00:58 and recovered that same day at 10:17. Another stall occurred on (B)(6) 2014 at 09:17 and a stopped pump period may exceed tube set occurred on (B)(6) 2014 at 09:17 with a motor stall recovery at (B)(6) 2014 at 10:38. A motor stall occurred again on (B)(6) at 15:46 with a recovery on (B)(6) 2014 at 09:07. Another stall occurred on (B)(6) at 19:57 and recovered on (B)(6) 2014 at 02:28. However, another stall occurred on (B)(6) 2014 at 10:52 and a stopped pump period may exceed tube set occurred on (B)(6) 2014 at 10:52. Additional information was requested. It was then reported that the patient experienced diarrhea for more than a week before the replacement and was sent into the hospital. It was not known if the pain was increased in this time. The patient was currently doing well with the new pump.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. H6: the conclusion code 67 no longer applies to this event.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.